Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery "to remove mesh and repair recurrent incisional hernia.", the patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of an abdominal wall hernia. A bard/davol ventralex hernia patch, reference number 0010301, lot number huud1538 was implanted to repair the hernia defect. On (B)(6) 2012: the patient underwent an additional surgery to remove mesh and repair recurrent incisional hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery "to remove mesh and repair recurrent incisional hernia." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of mesh - ventralex, patient was diagnosed with hernia recurrence thereby underwent repair with removal of mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2010: the patient underwent surgery for repair of an abdominal wall hernia. A bard/davol ventralex hernia patch, reference number (B)(4), lot number huud1538 was implanted to repair the hernia defect. (B)(6)2012: the patient underwent an additional surgery to remove mesh and repair recurrent incisional hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6)2010 - patient was diagnosed with abdominal wall hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes ¿the hernia was consistent with a large epiplocele and omentum was returned into the abdomen. A ventralex mesh was used for repair and secured using sutures.¿ (B)(6)2012 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the explant of ventralex mesh. Per operative notes ¿a piece of ventralex mesh was found and dissected free, and all sutures were removed.¿ attorney alleges that the patient had pain, hernia recurrence, mesh removal and emotional injuries.